Event description:
Information received by medtronic indicated that the user was continuously receiving system notice message 22406 (the balloon is def lated) on the cryoconsole when trying to inflate the balloon of the cryoablation catheter during a procedure. Technical support was called during the case and were unable to resolve the issue with this cryoconsole. The user was able to complete the cryoablation procedure using their second cryoconsole. There were no patient complications. Reportable based on analysis of returned console parts completed (B)(4) 2014.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. Upon arrival it was noted that the low pressure gauge was pegged and therefore the low pressure gauge and regulator were replaced, which resolved the inflation issue. Suspected defective parts of the cryoconsole was returned for evaluation. The reported issue was confirmed through testing of the returned parts. The stainless steel gauge failed the visual inspection due to the gauge being pegged. The low pressure regulator failed the inspection due to debris; optical investigation revealed presence of debris on the main valve seat and presence of scratches on the main valve where the spring is sitting. An internal CAPA has been initiated to investigate the condition found.